Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having some issues with their sensor and mentioned that they have had low blood glucose of 45 mg/dl in the past. Troubleshooting advised customer with sensor information. Customer declined low blood glucose troubleshooting. No further details provided.